Event description:
It was reported that post catheter placement, the catheter legs allegedly deformed, discolored and opacified. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one glidepath d/l catheter was returned for evaluation. Functional, gross visual, microscopic visual evaluations and tactile evaluations were performed. The investigation is confirmed for the reported catheter deformation, opacification and discoloration issue, as both extension legs appeared to have a milky-white discoloration proximal to the y-body and both appeared bent. Yellow-ish discoloration was observed on the catheter just distal to the y-body. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2021), g3. H11: b3, b5, e1, h6 (device, method, result). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 05/2021).

Event description:
It was reported that during a catheter placement, the catheter legs allegedly damaged. There was no reported patient injury.